Event description:
It was reported that the pt underwent a posterior spinal surgery from l4-s1 under fluoroscopy. Reportedly, the guidewire fractured while being placed with a drill at s1. A millimeter of the guidewire was retained within the pt's bone and is unable to be removed. No additional pt complications have been reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for eval, therefore, the cause of the event cannot be determined.